Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the force sensor was found to be out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection occurred. The force sensor pins were found to be intermittently connected and the force sensor assembly was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.